Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited an alert for impedance and exhibited high threshold in addition to undefined high pacing impedance. It was further reported that an older rv lead exhibited undefined high pacing impedance. The first rv was capped, and the older lead remains in use. It was additionally reported that the older lead, which was being used for defibrillation function, exhibited high defibrillation coil impedance and not pacing impedance. The first rv lead, which was being used for pacing and sensing function, was capped and replaced. It was also reported that the implantable cardioverter defibrillator (ICD) was not taking impedance measurements for certain lead vectors. The ICD was subsequently explanted and replaced during the same procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 407652, implanted (B)(6) 2005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited an alert for impedance and exhibited high threshold in addition to undefined high pacing impedance. It was further reported that an older rv lead exhibited undefined high pacing impedance. The first rv was capped, and the older lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.